Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure it was notice that the green piece that holds the inflow tubing of the fms vue pump was broke. The unit was switched out with another pump to be able to complete the procedure. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d3: the manufacturer name, manufacturer address, and manufacturer email have been updated to reflect the correct information. G1: the manufacturer contact facility name, manufacturer contact address, manufacturer contact email and manufacturer contact phone number have been updated to reflect the correct information. G1; the manufacturing site name, manufacturer site address, manufacturer site email, manufacturer site phone number and fax number have all been updated to reflect the correct information. Additional information: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device was physically damaged was confirmed. The following parts were replaced and the device was tested and found to be working according to specifications: -left bezel insert -left branded bezel, -cpc connector, -long mounting post, -front mounting plate, -pump head roller assembly, -power inlet filter. User mishandling is the most probable root cause for the physical damage to the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/17/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/17/2017 and passed all functional testing before being returned to the customer.